Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and displayed a grey battery longevity estimator bar. It was noted that the device had not been exposed to either hot or cold temperatures. The device was unable to be implanted due to the grey bar. There was no patient involvement.